Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, and the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace impedance was 4047 ohms on (B)(6) 2016. Evidence of atrial oversensing has been noted during atrial tachycardia (at)/ atrial fibrillation (af) episodes on (B)(6) 2016.

Event description:
It was reported that a atrial lead alert triggered for high impedance, and oversensing was observed by raising/lowering/twisting the arms. Atrial lead detections were programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.